Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). The lesion was predilated with a 2.0x12mm apex balloon and then a 3.00x16mm promus element stent was advanced to the lesion and was successfully deployed at 14atms for 20 seconds. It was confirmed that the stent was well positioned and apposed; however, it was noted that it looked like the stent had an 'open edge'. Additional intervention was not needed to correct the look of the stent and the lesion was postdilated with a 3.5x8mm quantum maverick balloon. The procedure was successfully completed with no patient complications reported and the patient is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)